Event description:
During the transapical tavr procedure, post deployment of the 26mm sapien valve in a 60/40 aortic position, moderate paravalvular leak (pvl) was noted by tee. The valve was post dilated to lessen the leak. Tee showed the same moderate pvl. The valve was post dilated a second time. Tee performed following the second post dilation still noted moderate pvl. At this time significant amount of central ai (cai) was also identified, which developed due to the post dilatations of the valve. A second sapien valve was prepared and deployed more ventricular to the first valve, resulting in no pvl and no cai. The patient¿s native annulus measured 23mm by tee, and 22.8 x 30.3mm by CT. There was moderate native valve/leaflet calcification and moderate root calcification. There was fair coaxial alignment of the delivery system and valve during deployment.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, an oval shaped annulus with moderate or less calcification (post bav) may have contributed to the initial paravalvular leak. As reported, multiple post dilations of the valve in attempts to lessen the pvl caused the central leak. Both the pvl and cai were rectified with deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.